Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.

Event description:
It was reported that the customer required two different hospitalizations while wearing the accu-chek flexlink infusion set. The customer alleged that after changing the infusion set, her blood glucose becomes elevated. On (B)(6) 2022 the customer changed her infusion set in the morning, and was feeling fine with no ketones or high blood glucose. By lunchtime the customer received a blood glucose result of 16 mmol/l and ketones of 0.9, the customer experienced heart palpitations and went to the hospital. At the hospital the customer was diagnosed with diabetic ketoacidosis and dehydration. The customer was treated with an intravenous drip and potassium. The customer was discharged on (B)(6) 2022. On (B)(6) 2022 the customer woke up with normal blood glucose levels and no ketones. The customer changed her infusion set and by lunchtime she had ketones of 0.7 and went to the hospital. The blood glucose results obtained at the hospital were not provided. The customer was treated with an intravenous drip and potassium, and was also given an extra 10% temporary basal profile. This stabilized the customer's blood glucose levels and she was discharged the same day. The customer reported that it can take up to 8 hours after cannula insertion to return to a normal blood glucose level.